Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cs100 intra-aortic balloon pump (iabp) spare battery of the equipment could not be charged, and the machine could not work with the spare battery. After discovering this problem, the user replaced the machine with other equipment. There was no patient harm reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : evaluation not requested by complainant .